Event description:
It was reported that the patient presented in clinic for routine follow-up. It was discovered that the patient's implantable cardioverter defibrillator (ICD) failed to be interrogated and exhibited no magnet response. It was determined that the patient's ICD exhibited premature battery depletion. The ICD was explanted and replaced. The patient was stable throughout.